Manufacturer narrative:
Mfg date: the device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the shaft of the instrument was cracked and burned the liver along the crack in the shaft.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: crack in the shaft. Probable root cause: material/design error. Manufacturing/assembly error. Improper cleaning/sterilization. Excessive user force. Severe shipping conditions. Disposable tip rubbing against product. User misuse. The device manufacture date is not known. (B)(4).

Event description:
It was reported that the shaft of the instrument was cracked and burned the liver along the crack in the shaft.